Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module syringe adapter set had air in line the following information was received by the initial reporter with the following verbatim: the issue is not that the fluids are left over, it is that it starts alarming air in line almost non-stop, when there is no air, once it gets down to 3-4 mls. When it is only infusing at 6.25 mls/hr, it requires constant attention to complete the infusion. When hitting restart on the pump, it eventually infuses all of the drug allowing for the flush to follow but it is a painful half hour or so that basically ends up requiring 1:1 care.